Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, failure to sense and failure to capture were observed on the left ventricular lead. The lead was not implanted and was replaced. The patient was stable.